Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a titanium elastic nailing system (tens) nailing for a femur fracture procedure on (B)(6) 2019, an inserter for tens and hammer guide for ten was stuck together. The user was unable to take them apart. Another tens set was utilized to complete the surgery. Procedure was completed successfully with no surgical delay. The procedure was complete with no adverse consequence to the patient. Patient status reported as stable. This report is for one (1) hammer guide for ti elastic nails. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 359.218; lot: 1l47675; manufacturing site: haegendorf; release to warehouse date: december 18, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the hammer guide is completely stuck in the inserter. There are some strong hammer marks visible on top of the hammer guide, otherwise the device is in good condition. Function test: the devices are completely stuck, disassembling is impossible. Therefore, no function test can be performed. Dimensional inspection: the devices are completely stuck, disassembling is impossible. Therefore, the dimensions cannot be verified. Drawing/specification review: the review of the manufacturing documents has shown that this lot did pass a 100% inspection of the relevant g 1/8" thread with a thread gauge. Summary: the complaint is confirmed as the hammer guide is stuck in the inserter as complained. The exact root cause of this occurrence cannot be defined as the devices cannot be disassembled. There is no indication of a manufacturing related issue. This lot was manufactured in december 2018 and we are not aware of any other complaint for this article- and lot number combination. It can only be assumed that either the thread of the inserter or the thread of the hammer guide did get damaged during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter corrected.